Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported by caller that patient's device was removed because it didn't do anything for their overactive bladder symptoms and didn't have therapeutic effect. Patient also reported that the ins had shifted in their back within a year of having the device, and end up with a lump in their back. It was clarified as the device having shifted more to their butt. Moreover, patient mentioned that they lost weight and the ins flipped to the side so it was sticking out. No further complications. [Please refer to pe (B)(4) for event pertaining to patient not feeling stim after 4-5 hours of implant].